Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and, as a result, experienced "hyperglycemia of more than 500 mg/dl." Customer was able to initially self-treat and was treat with subcutaneous insulin (dosage unknown); however, symptoms persisted and after an unknown amount of time, the customer was administered insulin (dosage unknown) by a hcp for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and, as a result, experienced "hyperglycemia of more than 500 mg/dl." Customer was able to initially self-treat and was treat with subcutaneous insulin (dosage unknown); however, symptoms persisted and after an unknown amount of time, the customer was administered insulin (dosage unknown) by a hcp for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed for the reader and no issue was observed. Reader did not turned on with button press or strip insertion. However it turned on with usb cable. The returned reader was de-cased. Visual inspection has been performed on the returned reader pcba and liquid contamination was observed. Therefore this issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.